Event description:
Per the clinic, the patient experienced skin breakdown at the implant site and subsequently underwent a revision surgery (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 08, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on april 24, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced a magnet dislodgement and subsequently underwent revision surgery under general anesthesia on (B)(6) 2024 to replace the magnet. This report is submitted on june 14. 2024.